Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to low blood glucose on unknown date with the unknown blood glucose. It was stated that the customer's blood sugars did bottom out four times while wearing insulin pump and had to be hospitalized. It was stated that the insulin pump battery life was diminished down to 10 days. The insulin pump will not be returned for analysis.